Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate, non-sustained (hrns) episodes, elevated sensing integrity counter (sic) and varying pacing lead impedance. It was additionally reported that noise was observed on the rv pacing portion. The lead was suspected to be fractured and was capped and replaced. No patient complications have been reported as a result of this event.